Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor gave inaccuracies on (B)(6) 2014. Patient claims the device read low while the fingerstick value was 137. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.